Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ 3 ml bd luer-lok¿ blunt fill needle there was an issue with coring. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: two photos were received depicting a 3ml blunt fill syringe containing clear fluid. One view shows a circular piece of dull red vial stopper resting on top of the syringe stopper and the other shows the same type of material in the tip of the cannula. Based on the investigation performed and review of the event description the foreign matter was introduced outside of the bd¿s manufacturing processes. It is appears that the foreign matter found is associated with the usage/application of the syringe when it penetrated and aspired the medication from the vial. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The reported defect is not confirmed to be related to the bd¿s manufacturing process. Investigation conclusion: based on the investigation performed and review of the event description the foreign matter was introducted outside of bd's manufacturing processes. It appears that the foreign matter found is associated with the usage/application of the syringe when it's penetrated and aspired the medication from the vial.

Event description:
It was reported with the use of the bd¿ 3 ml bd luer-lok¿ blunt fill needle there was an issue with coring. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd¿ 3 ml bd luer-lok¿ blunt fill needle there was an issue with coring. There was no report of injury or further medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacturer: no.